Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box history showed evidence of partially discharged batteries being installed in the pump. Visual inspection revealed that the battery compartment was cracked in the thread area. The returned battery cap threads were found to be damaged. The returned battery cap was not able to be fully secured to the pump but was able to be used to complete all testing. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.